Manufacturer narrative:
The 3-station solenoid was returned to failure investigator (fi) lab for evaluation. Visual inspection of the 3-station solenoid revealed no evidence of damage or contamination. The -station solenoid was installed in the fi test ventilator. An operational test was performed and failed. The ventilator went inop with the inhalation auto-zero failure. The ventilator was powered up into diagnostic mode and passed. Extended self-test (est) was performed and failed at the first step with the patient wye not blocked failure which confirmed the customer reported complaint. Fi technician identified that the failure was traced to the inhalation solenoid which was found to have an open winding with constant output of approximately 29 volts. The inhalation solenoid was replaced with a good fi test unit and the 3-station solenoid was re-installed into the fi test ventilator and re-tested. The unit passed all tests. Fi technician run the 3-station solenoid for an extended period and the ventilator operates without any errors generated during approximately 3 hours of operation. Root cause: the root cause for the reported issue is due to an open windings at the inhalation solenoid. Replacement of the inhalation solenoid corrected the failure with this three station solenoid.

Event description:
Customer reported that the unit failed extended self-test (est) with a diagnostic code of patient wye not blocked. The customer reported there was no patient involvement.